Event description:
A report was rec'd stating that a patient's precision system was explanted. It was reported that after receiving a shock the pt was scared to use the system and decided to have it explanted.

Manufacturer narrative:
The explanted devices will not be returned as they were discarded by the medical facility.